Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high threshold measurements. The rv lead remains in service and no adverse patient effects were reported.